Event description:
In a journal article, the author reported 22 eyes with intraocular lens (iol) misalignment. There was no pt impact reported as a result of the lens misalignment. The objective of the article was to compare the visual and aberrometric outcomes of two aspheric toric intraocular lenses. The study included 72 eyes divided into 2 groups. There was no significant differences found in uncorrected distance visual acuity, corrected distance visual acuity, residual refractive astigmatism, intraocular or total higher order aberrations. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Additional info has been requested. Antonio scialdone, md, francesco de gaetano, md, gaspare monaco, md. Visual performance of 2 aspheric toric intraocular lenses: comparative study. J cataract refractive surgery - june 2013; 39: 906-914. (B)(4).